Manufacturer narrative:
(B)(4). Batch #: u5ck7l. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what may have caused the pcb board to be damaged.

Event description:
It was reported that during a gastric bypass, after the first firing with the refill ecr60b, the stapler was reloaded, but did not work during the second firing. It was thought that the reload didn't feed into the stapler. The healthcare professionals tried to open and close the jaws, detach and reattach the reload, and pushed the reverse button. The issue persisted, so the stapler and reload were replaced. At the end of the procedure, the agent used the new reload with the first stapler and the stapler didn't work. There were no patient consequences or change in post-op care.